Event description:
The pt reportedly experienced no sound. External equipment was exchanged, however, the issue was not resolved. Device testing was attempted, however, it was determined that there was no lock. The patient's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.